Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 412 mg/dl and ketone level was moderate. Cause of elevated bg was not known. Customer administered manual insulin injections to address bg. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Pump system check was performed with technical support. No issues were identified with the cartridge, insulin or infusion set tubing/cannula. No issues were identified with the pump.